Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The complainants report pieces of stopper observed in vials after the bd filter needle pierce the stopper. Material: 305211 batch#: 2299450.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was stopper coring. To aid in the investigation, two samples with no packaging blisters and three photos were received for evaluation by our quality team. A visual inspection was performed. There was no damaged, defective grind or hooks observed. The bevels and etch were good. The three photographs provided show a needle hub, a needle inserted into a vial stopper and a gray colored particle. No other information could be derived from the photos. A device history record review was completed for provided material number 305211, lot 2299450. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there was stopper coring. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed. There was no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305211, lot 2299450. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.